Event description:
A caller reported a cartridge alarm 20 on their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) confirmed the issue with consecutive cartridges and decided to replace the pump, which was still under warranty. The customer was informed they would receive a pump with updated software and advised on backup therapy using multiple daily injections (mdi). Cts provided the customer with instructions on how to put the pump into storage mode and on returning the problematic pump. Cts shipped a replacement pump and confirmed the shipping details, with no signature required for delivery.